Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead had an out of specification analysis result for extension/retraction due to disengagement from the helical channel. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was wedged on the guide tooth in the sleevehead which has caused the turns to extend and retract to be out of specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited a lead failure due to high/rising impedance before and after screwing in the helix during positioning attempts. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.